Manufacturer narrative:
The device analysis report is attached. This report is submitted on august 2, 2021.

Manufacturer narrative:
Per the clinic, the patient experienced an infection and the device was explanted on (B)(6) 2021. There are no plans to re-implant the patient with a new device as of the date of this report. This report is submitted on june 24, 2021.

Manufacturer narrative:
This report is submitted on may 17, 2021.

Event description:
Per the clinic, the patient underwent a skin flap rotation surgery and subsequently treated with antibiotics.